Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing discomfort at the anchor site. Surgical intervention took place on (B)(6) 2024 where the physician opened the site, and there was no visible sign of infection, but physician reported that the tissue looked irritated, otherwise not remarkable. All components remained implanted, and therapy was restored. Investigation was unable to determine which of the anchors attributed to the event.

Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [2] [anchor]; however, it is unknown which [anchor(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: anchor, model: 1192, UDI: (B)(4), serial: n/a, batch: 10137313.